Event description:
Procedure: cystoscopy. It was reported that during surgery, a small piece of sheath appeared to remain in pt's bladder. Add'l surgery was required to remove the object.

Manufacturer narrative:
Richard wolf (B)(4) would like to perform a full investigation service for the customer. (B)(4) has asked the hospital to send the device for investigation. Item was not returned for investigation as of (B)(4) 2013. Trending results revealed no similar occurrences have been reported in the last five years. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event add'l info is received, we will provide FDA with f/u info.